Event description:
The hcp reported that, over the past 2 years, the pt has experienced episodes of withdrawal. Catheter studies and rotor studies were done and reported as "system was working." The hcp suspected rotor problems. The pt was weaned of the intrathecal medications, put back on oral medications, and the pump was explanted and replaced. A follow up report will be sent when additional info is rec'd.